Event description:
The rep reported the device was used during a low anteroir resection. It was reported the ax55g was used on the distal sigmoid colon and it worked fine. Another ax55g was opened to resect more distally for better margins. This one the stapler were not formed. The surgeon mentioned that the tissue was very thick (some mesentery and colon in jaws when fired) but also noticed that the handle felt "stiff" before being applied to the tissue. It was the hospital's last ax55g so he had to use it. A third instrument was retrieved from a nearby hosp to complete the case.